Event description:
Pt admitted through the ER (B)(6) 2011, with a non stemi. Taken to the cath lab (B)(6) 2011 and films reveal 99% restenosis in a previously placed stent of unk type in the proximal circumflex. Lesion predilated with a 3.5x15 nc quantum apex, and a 3.0x18 xience v rx deployed. Post dilated with a 3.5x15 nc quantum apex, and a 3.0x18 xience v rx deployed. Post dilated with a 3.5x15 nc quantum apex. Films reveal no residual stenosis and timi iii flow. Medications including heparin, angiomax, asa, and plavix. Discharged (B)(6) 2012, on medications including asa and plavix. Returned to ER (B)(6) 2012, with a non stemi. To cath lab (B)(6) 2012. Films reveal thrombotic occlusion within previously placed stent. Dilated with 3.5x15 apex, and thrombectomy performed with an export ap with 2 large pieces of thrombus removed. Pt has taken plavix since prior discharge. And question whether he is a plavix non-responder. Treated with medications including heparin, angiomax, integrilin, and plavix non-responder. Treated with medications including heparin, angiomax, integrilin, and effient discharged (B)(6) 2012, on medications including asa, effient, lovenox, and coumadin.